Manufacturer narrative:
The viperwire guide wire was received at csi for analysis. Visual examination of the guide wire revealed the distal end of the spring tip to be fractured. Analysis of the distal spring tip fracture showed necking of the core shaft due to stretching. Scanning electron microscopy analysis revealed evidence of rotational wear on the proximal guide wire spring tip filars, indicating the oad may have been operated in close proximity to the spring tip. It is hypothesized that the fracture occurred when the oad spun over the proximal spring tip coils. However, this was not confirmed and is not consistent with information received during investigation. The diamondback360® peripheral orbital atherectomy system instructions for use manual states, "never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result," and, "when moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip is insufficient, the shaft tip may damage the guide wire spring tip and result in dislodgement of the guide wire spring tip. Use contrast injections and fluoroscopy to monitor movement of the shaft tip in relation to the guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). Additional information regarding another csi device used in this procedure is documented in MDR 3004742232-2018-07381 (related csi ID: (B)(4)).

Event description:
The viperwire guide wire was received for analysis, and a fracture was observed. The fractured fragment was not returned. The wire had been used for treatment in lesions located in the anterior tibial artery and the dorsalis pedis artery, which were 99% stenotic and had vessel diameter of 2.0mm. The lesions were heavily calcified. Imaging was performed during and after the procedure; the images confirmed there were no guide wire fragments present in the patient.